Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the u.s and not sold in the u.s. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: april, 2016.

Event description:
It was reported that after using a bd discardit ii syringe 24g x 1" for an unspecified treatment, a patient developed an infection. The patient was treated with an amoxicillin clavulanic acid injection and an aceclofenac paracetamol tablet.

Manufacturer narrative:
Additional information: UDI #: (B)(4). Device evaluation: results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1604502. A review of the sterility records showed satisfactory results as all biological indicators were negative. Environmental and process controls were confirmed as acceptable to requirements. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, our quality engineer concludes that based on the investigation findings, bd discard syringes should not cause nor contribute to the reported injuries.